Event description:
A medtronic representative reported that, during a l2-s2 spinal fusion procedure, a thoracic probe instrument was bent. It was reported the patient had hard bones. The site continued the procedure with the use of a different probe. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.